Event description:
It was reported that after performing a suction for a patient using the product, when the customer cleansed it, he noticed there was some water in the sleeve. No patient injury.

Manufacturer narrative:
Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. After physical evaluation, it was not visible any stain, mark, or damage on catheter or connectors, according to condition reported, the sleeve was evaluated visually and was not observed any liquid inside it, therefore condition reported was not confirmed. Leakage test passed successfully, therefore we can conclude condition reported was not present and does not affect product functionality. No corrective actions are required since failure mode was not confirmed, all mitigations on placed were verified and it was confirmed execution accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4)..